Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer questioned thyroid results for 1 patient sample. The customer provided the patient sample for investigation where erroneous results were identified for elecsys ft3 iii (ft3 iii) and elecsys ft4 ii assay (ft4 ii) between the customer's cobas 6000 e 601 module, a cobas 8000 e 602 module used at the investigation site, a cobas e 411 immunoassay analyzer used at the investigation site and the centaur method. It is not known if the initial results from the customer site were reported outside of the laboratory. This medwatch will cover ft4 ii. Refer to medwatch with (B)(6) for information on the ft3 iii erroneous results. There was no allegation that an adverse event occurred. The e601 module serial number was (B)(4). The e602 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The ft4 ii reagent lot number used at the investigation site was 270341 with an expiration date of nov-2018. Additional information was requested for investigation, however, there was not enough sample volume left to complete the investigation. A general reagent issue can be excluded. With the information provided and the investigation conducted, a definitive root cause could not be found.